Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a new remote home monitoring communicator was sent to the patient and a successful device interrogation was performed and revealed no device anomalies.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered appropriate shock therapy. Subsequently, the remote home monitoring communicator displayed a red blinking light indicating the presence of a potential product performance issue. Ts discussed potential causes and troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.